Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the required parts for pm and completed release testing successfully. The fsr cleaned the encoder wheel and sensor to address the skipping issue. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump quickly skipped or paused but kept normal rotations. There was no patient involvement.